Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: in-house therapeutic donor testing was performed on reported lot #305275. Results were as follows: date (B)(6) 2013, inratio 1.4, ref 2.7, mean 2.05, confidence limits 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. The customer utilized venous blood sample on (B)(6) 2013 while testing on inratio meter. The inratio system is designed to use fresh capillary whole blood. Using a non-validated sample may lead to incorrect interpretation of system results. The data provided by the customer are not valid for comparison testing. Additionally, the inr results provided by the customer from this day were performed more than three hours between the readings. Since the time of the tests exceeded three hours, changes in pt's status may have contributed to unexpected errors. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For these reasons, no further analysis of the client's data was performed between the reading on this day. Donor (B)(6): date (B)(4) 2013; inratio 2.4, 2.5, 2.4; ref 2.32; bias threshold 1.32 - 3.32; %cv 2.37. Donor (B)(6): date (B)(4) 2013; inratio 2.0, 2.2, 2.2; ref 2.26; bias threshold 1.26 - 3.26; %cv 5.41. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. The customer's results are not considered discrepant within the context of the documented variability for inr testing. Add'l data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was ot due to a change in the pt's status. Customer utilized a venous sample in one comparison. The product is only approved for use with freshly collected capillary samples. Other sample types are considered off-label. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 1.4, laboratory inr 2.7, time between tests - 2 hours. Date (B)(6) 203 (9am), inratio2 inr 3.0, laboratory inr 4.0, time between tests - same venous sample used and coumadin decreased. Date (B)(6) 2013 (4pm), inratio2 inr 2.0. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.